Event description:
It was reported that while replacing the right ventricular (rv) lead, the right atrial (ra) lead was kinked and then explanted due to the kink. The lead performed normally despite the kink. Another lead was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that while replacing the right ventricular (rv) lead, the right atrial (ra) lead was kinked and then explanted due to the kink. The lead performed normally despite the kink. Another lead was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that while replacing the right ventricular (rv) lead, the right atrial (ra) lead was kinked and then explanted due to the kink. The lead performed normally despite the kink. Another lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the coils distal of the terminal boot were slightly deformed and surface environmental stress cracking was observed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed the lead damage allegation, and it is likely the lead was bent in this area, which may have led to the surface environmental stress cracking.